Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow was observed at the marker lumen when inserted into the anatomy¿ was confirmed. It was noted that the polyimide tubing was collapsed and out of place. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported obstruction of flow was concluded to be related to a potential product quality issue due to the collapsed and out of place polyimide tubing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. The device was pre-flushed with saline prior to use. Reportedly, no blood flow was observed at the marker lumen when inserted into the patient anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela, and no reported clinically significant delay in the procedure or therapy. No additional information was provided.